Manufacturer narrative:
H3 other text : the device is not availabel to the manufacturer.

Event description:
It was reported that during an endovascular procedure for middle cerebral artery mca stenosis case, the operator used the subject guidewire to build access but during delivery of it the operator felt the manipulation of the subject guidewire tip decreased and fractured. The fractured fragment was removed together with the microcatheter. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure for middle cerebral artery mca stenosis case, the operator used the subject guidewire to build access but during delivery of it the operator felt the manipulation of the subject guidewire tip decreased and fractured. The fractured fragment was removed together with the microcatheter. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection: the guidewire was seen to be kinked in two locations 82cm and 176cm. The guidewire was seen to be broken at 183.6cm from the proximal end, the proximal end of the fracture was inspected, and the core wire was seen to be broken and the platinum wire was not exposed. Functional inspection was not required as the guidewire was broken/fractured, and the torque was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator used subject guidewire to build access but during delivery of it the operator felt the manipulation of the guidewire tip decreased. Additional information provided by the physician indicates that the device was confirmed to be fractured during procedure, inside patient anatomy, the patient's anatomy was moderately tortuous. The device was returned, and it was noted that the distal end of the guidewire was fractured, there was kinking noted to the guidewire and the guidewire was unable to transfer torque to the distal end due to the fracture. It is probable that the guidewire was damaged/ fractured during advancement to the target site, the anatomy may have contributed to the reported event. The device most likely was unable to transfer the torque to the distal tip as the tip had been fractured. An assignable cause of procedural factors will be assigned to the reported guidewire torque problem and guidewire distal tip broken/fractured during use and to the analyzed guidewire kinked/bent and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.